Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd micro fine plus¿ pen injector had needle hub separation failure. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd micro fine plus¿ pen injector had needle hub separation failure. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. Unable to perform complaint lot history check due to unknown lot number for separates. Investigation conclusion: no samples or photos were returned for analysis. Unable to determine a root cause.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no.

Event description:
It was reported that bd micro fine plus pen injector had needle hub separation failure. There was no report of exposure, serious injury or medical intervention.